Event description:
It was reported that during an ultrasound-guided renal biopsy procedure through normal density tissue via the tangential oblique approach, the needle allegedly did not close to take the sample. It was further reported that the patient allegedly experienced a kidney wound with an intra and peri-renal haematoma which required hospitalisation for management. Reportedly, the hematoma was treated with ice pressure. A coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2026). H11: h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a echographic guided renal biopsy procedure via the tangential oblique approach, the patient allegedly developed with intra and peri-renal hematoma. It was further reported that patient was hospitalized for intra and peri-renal hematoma. Furthermore, the cannula of the device had allegedly malfunctioned. The current status of the patient is unknown.

Event description:
It was reported that during an ultrasound-guided renal biopsy procedure through normal density tissue via the tangential oblique approach, the needle allegedly did not close to take the sample. It was further reported that the patient allegedly experienced a kidney wound with an intra and peri-renal haematoma which required hospitalisation for management. Reportedly, the hematoma was treated with ice pressure. A coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore device received for evaluation. Upon visual evaluation, the device appeared to have blood residue throughout the cannula and received without protective tubing and no yellow guard attached to the needle. The device was received both slides in initial position. On functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly and all 6 samples were obtained with no issues. A definitive root cause for the alleged failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 04/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.